Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: customer reports unit quit working while on patient. Customer said they were using simv or asv mode. Unit did not turn-off or lose power, however the doctor in the patient room concluded the vent was not working because the numbers on an external co2 monitor were going down. The doctor concluded the patient must not have been being ventilated because co2 was not being removed from the lungs per numbers on the external monitor. Patient was moved to a different ventilator and everything was fine. No patient harm.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the co2 increased during ventilation of a patient. The patient was moved to another ventilator. No harm reported. The event did not cause or contribute to a death or serious injury to a patient. The unit did not show an error when tested in the service software. The preventive maintenance was performed, all software tests passed, and the device was released back into use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
The following was reported to hamiton medical ag: customer reports unit quit working while on patient. Customer said they were using simv or asv mode. Unit did not turn-off or lose power, however the doctor in the patient room concluded the vent was not working because the numbers on an external co2 monitor were going down. The doctor concluded the patient must not have been being ventilated because co2 was not being removed from the lungs per numbers on the external monitor. Patient was moved to a different ventilator and everything was fine. No patient harm.